Event description:
It was reported that this patient's left shoulder was revised approximately 3 months post initial operation. The patient dislocated their prosthesis. Surgeon performed a closed reduction but was unsuccessful. They were then revised to the same stem but a cemented and constrained liner. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitants: (B)(6), 300-01-12 - equinoxe humeral stem primary press fit 12mm (B)(6), 320-08-38 - glenosphere exp 38mm +4mm offset (B)(6), 320-15-02 - rs glenoid plate sup aug, 10 deg (B)(6), 320-15-05 - eq rev locking screw (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6), 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack, (B)(6), 322-10-00 - humeral adapter tray, +0, (B)(6), 322-38-03 - 145-deg pe 38mm hum liner +2.5, (B)(6), 531-55-88 - ergo gps 3.2mm drill kit sterile, (B)(6), 531-78-20 - shouldr gps hex pins kit, 11000324146 ,(B)(6) - gps implant kit v2. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.